Event description:
Patient had a posterior spinal fusion. Patient has had persistent drainage and opening over one small area in the back despite antibiotics and wound care. Surgeon decided to proceed with surgery to remove screw. The surgery was completed without any complications. The cultures are all negative for infection.